Manufacturer narrative:
A follow up with the customer to get additional info is ongoing. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wamback, 4th edition pg 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the monitor for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up will be filed at that time.

Event description:
The customer reported to customer service that she had low suction on the right side and needed to go to the hospital to have an abscess on her right breast drained. The customer also stated that she received an antibiotic and is not sure what caused the abscess.